Manufacturer narrative:
H10: g1 phone number (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices nav ring accept button is not responding. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer was trying to get into the diagnostic mode via the accept button and power switch. The accept button did not function, and the vent went into ventilation mode instead of the diagnostic mode. Accept button not responding. The rse advised to remove the rubber button cover and contact the switch directly. If that works to make sure the rubber cover is aligned correctly when reinstalled. If no to replace the user interface (ui) switch printed circuit board assembly (pcba). The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The device resolution data is not available, and philips is unavailable to determine if the device failed to meet specifications. The investigation concludes that no further action is required at this time.